Manufacturer narrative:
(B)(4). (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The ports of three units of intravia containers came off while mixing a paralytic agent. The issues occurred while mixing the drug into the bags and subsequently all stock of this drug was used up (mixed into the bags). Therefore, a different/second paralytic had to be used instead. As a result, the patient experienced a delay in paralytic treatment for ventilation control. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: three (3) unused samples were received for evaluation. Visual inspection was performed on the first sample. Visual inspection revealed that the injection site was not securely attached to the membrane tube. A functional pull test was performed, which confirmed that the injection site was loose from the membrane tube. The reported condition was verified for the first sample. The cause of the condition was determined to be a manufacturing issue. Visual inspection was performed on the second and third samples and did not identify any abnormalities that could have contributed to the reported condition. A functional pull test was performed and the injection site of both samples was found to be securely attached to the membrane tube. The reported condition was not verified for the second and third samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.